Event description:
It was reported during in clinic follow up that the pacemaker could not be interrogated and no magnet response was seen. The device had no pacing output. No intervention was reported. There were no patient consequences.

Event description:
Additional information was received that the pacemaker exhibited premature battery depletion and was explanted on (B)(6) 2024 and successfully replaced. There were no patient consequences.